Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, thyroidectomy (for hypothyroidism) and colposcopy. Concurrent conditions included menses irregular, nipple discharge, thyroid disorder, frequency urinary, bloating, right lower quadrant pain, bacterial vaginosis, breast tenderness, anemia, perineal pain, back pain, sinusitis, otitis media, joint pain, allergic rhinitis, knee pain, rectal bleeding, nabothian cyst, uterine bleeding, dyspareunia, vaginal odor and overweight. Concomitant products included cetirizine, ibuprofen (motrin), ibuprofen sodium (ibuprofen), levonorgestrel (mirena), lidocaine, olopatadine hydrochloride, paracetamol (acetaminophen) and pseudoephedrine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), vulvovaginal rash ("rashes or skin conditions type: vaginal rash") and vaginal discharge ("vaginal discharge"), 11 months 23 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with unilateral (right) salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, uterine leiomyoma, vaginal discharge, fatigue, weight increased, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved and the mood swings, depression, anxiety, vulvovaginal rash, migraine, headache and nausea outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight increased to be related to essure. The reporter commented: she still had left coil inside that is causing her issues. Hysterectomy with unilateral salpingectomy - right side removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Pathology test - on (B)(6) 2017: nabothian cysts. Ultrasound pelvis - on (B)(6) 2009: small intramuscular uterine fibroid; otherwise, sonographically normal female pelvis. Ultrasound scan vagina - on (B)(6) 2011: impression: 1. Normal size anteverted uterus associated with an 1.2 cm x 2.9 cm uterine fibroid and normal size left ovary. 2. Mildly prominent right ovary associated with an 1.8 cm x 1.5 cm x 1.3 cm dominant follicle or cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events: bladder infection, bladder disorder, urinary tract disorder were added. Outcome for pain, bleeding, fatigue, weight gain, bladder infection, bladder disorder, urinary tract disorder, uti, vaginal infection and vaginal discharge were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, thyroidectomy (for hypothyroidism) and colposcopy. Concurrent conditions included menses irregular, nipple discharge, thyroid disorder, frequency urinary, bloating, right lower quadrant pain, bacterial vaginosis, breast tenderness, anemia, perineal pain, back pain, sinusitis, otitis media, joint pain, allergic rhinitis, knee pain, rectal bleeding, nabothian cyst, uterine bleeding, dyspareunia, vaginal odor and overweight. Concomitant products included cetirizine, ibuprofen (motrin), ibuprofen sodium (ibuprofen), levonorgestrel (mirena), lidocaine, olopatadine hydrochloride, paracetamol (acetaminophen) and pseudoephedrine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), vulvovaginal rash ("rashes or skin conditions type: vaginal rash") and vaginal discharge ("vaginal discharge"), 11 months 23 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with unilateral (right) salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, uterine leiomyoma, vaginal discharge, fatigue, weight increased, urinary tract infection, cystitis, bladder disorder and urinary tract disorder had resolved and the mood swings, depression, anxiety, vulvovaginal rash, migraine, headache and nausea outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight increased to be related to essure. The reporter commented: she still had left coil inside that is causing her issues. Hysterectomy with unilateral salpingectomy - right side removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Pathology test - on (B)(6) 2017: nabothian cysts. Ultrasound pelvis - on (B)(6) 2009: small intramuscular uterine fibroid; otherwise, sonographically normal female pelvis. Ultrasound scan vagina - on (B)(6) 2011: impression: 1. Normal size anteverted uterus associated with an 1.2 cm x 2.9 cm uterine fibroid and normal size left ovary. 2. Mildly prominent right ovary associated with an 1.8 cm x 1.5 cm x 1.3 cm dominant follicle or cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, thyroidectomy and colposcopy. Concurrent conditions included menses irregular, nipple discharge, thyroid disorder, frequency urinary, bloating, right lower quadrant pain, bacterial vaginosis, breast tenderness, anemia, perineal pain, back pain, sinusitis, otitis media, joint pain, allergic rhinitis, knee pain, rectal bleeding, nabothian cyst, uterine bleeding, dyspareunia, vaginal odor and overweight. Concomitant products included cetirizine, ibuprofen (motrin), ibuprofen sodium (ibuprofen), levonorgestrel (mirena), lidocaine, olopatadine hydrochloride, paracetamol (acetaminophen) and pseudoephedrine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), vulvovaginal rash ("rashes or skin conditions type: vaginal rash") and vaginal discharge ("vaginal discharge"), 11 months 23 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the pelvic pain was resolving, the mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, vulvovaginal rash, migraine, headache, nausea, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal infection and uterine leiomyoma had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight increased to be related to essure. The reporter commented: current weight 165 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: uterus with cervix and right fallopian tube, hysterectomy and right salpingectomy cervix: nabothian cysts, otherwise no significant pathologic change endometrium: weakly proliferative endometrium. - neither hyperplasia nor neoplasia identified fallopian tube: intact intrauterine device. Ultrasound pelvis - on (B)(6) 2009: impression: small intramuscular uterine fibroid; otherwise, sonographically normal female pelvis. Ultrasound scan vagina - on (B)(6) 2011: impression: 1. Normal size anteverted uterus associated with an 1.2 cm x 2.9 cm uterine fibroid and normal size left ovary. 2. Mildly prominent right ovary associated with an 1.8 cm x 1.5 cm x 1.3 cm dominant follicle or cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, thyroidectomy (for hypothyroidism) and colposcopy. Concurrent conditions included menses irregular, nipple discharge, thyroid disorder, frequency urinary, bloating, right lower quadrant pain, bacterial vaginosis, breast tenderness, anemia, perineal pain, back pain, sinusitis, otitis media, joint pain, allergic rhinitis, knee pain, rectal bleeding, nabothian cyst, uterine bleeding, dyspareunia, vaginal odor and overweight. Concomitant products included cetirizine, ibuprofen (motrin), ibuprofen sodium (ibuprofen), levonorgestrel (mirena), lidocaine, olopatadine hydrochloride, paracetamol (acetaminophen) and pseudoephedrine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), vulvovaginal rash ("rashes or skin conditions type: vaginal rash") and vaginal discharge ("vaginal discharge"), 11 months 23 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with unilateral (right) salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain was resolving, the mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, vulvovaginal rash, migraine, headache, nausea, vaginal discharge, fatigue, weight increased and urinary tract infection outcome was unknown and the vaginal infection and uterine leiomyoma had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight increased to be related to essure. The reporter commented: she still had left coil inside that is causing her issues. Hysterectomy with unilateral salpingectomy - right side removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Pathology test - on (B)(6) 2017: nabothian cysts. Ultrasound pelvis - on (B)(6) 2009: small intramuscular uterine fibroid; otherwise, sonographically normal female pelvis. Ultrasound scan vagina - on (B)(6) 2011: impression: 1. Normal size anteverted uterus associated with an 1.2 cm x 2.9 cm uterine fibroid and normal size left ovary. 2. Mildly prominent right ovary associated with an 1.8 cm x 1.5 cm x 1.3 cm dominant follicle or cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: new events added- uti a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 621809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, thyroidectomy and colposcopy. Concurrent conditions included menses irregular, nipple discharge, thyroid disorder, frequency urinary, bloating, right lower quadrant pain, bacterial vaginosis, breast tenderness, anemia, perineal pain, back pain, sinusitis, otitis media, joint pain, allergic rhinitis, knee pain, rectal bleeding, nabothian cyst, uterine bleeding, dyspareunia, vaginal odor and overweight. Concomitant products included cetirizine, ibuprofen (motrin), ibuprofen sodium (ibuprofen), levonorgestrel (mirena), lidocaine, olopatadine hydrochloride, paracetamol (acetaminophen) and pseudoephedrine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), vulvovaginal rash ("rashes or skin conditions type: vaginal rash") and vaginal discharge ("vaginal discharge"), 11 months 23 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the pelvic pain was resolving, the mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, vulvovaginal rash, migraine, headache, nausea, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal infection and uterine leiomyoma had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: uterus with cervix and right fallopian tube, hysterectomy and right salpingectomy. Cervix: nabothian cysts, otherwise no significant pathologic change. Endometrium: weakly proliferative endometrium. - neither hyperplasia nor neoplasia identified. Fallopian tube: intact intrauterine device. Ultrasound pelvis - on (B)(6) 2009: impression: small intramuscular uterine fibroid; otherwise, sonographically normal female pelvis. Ultrasound scan vagina - on (B)(6) 2011: impression: normal size anteverted uterus associated with an 1.2 cm x 2.9 cm uterine fibroid and normal size left ovary. Mildly prominent right ovary associated with an 1.8 cm x 1.5 cm x 1.3 cm dominant follicle or cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs & medical record received: lot no added. New events - hormonal changes describe: mood swing, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, rashes or skin conditions type: vaginal rash, migraines / headaches,nausea, tumor / teratoma / cancer type: fibroids, vaginal discharge, fatigue, weight gain were added. Event complication associated with device was replaced by event pelvic pain. Outcome of event fibroids and infection were updated to recovered/resolved and pain updated as recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.